Event description:
It was reported that twice since (B)(6) 2026, the therapy has turned off on its own. The first time it happened was about 7-8 weeks ago, and second time may be 3-4 weeks ago. The caller noted that the implant battery was at 50% or 40% the first time and the handset was dead, so they had to charge the handset and communicator before they could connect to the implant to turn the therapy back on. The second time, it happened about a couple of months ago, at night, and the patient's right arm shook like crazy and they could not control the equipment. Tech services reviewed that if the handset depletes it will not shut the implantable neurostimulator (ins) off. Reviewed that the only way the ins would be able to be turned off would be physically turning off the ins or the ins battery fully depletes to 0%. With depleting battery as the most common reason for stim to turn off. Tech services reviewed that hcp could pull logs from the ins that technical services could review and compare to any dates the patient reports the issue from happening. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the patient had experienced approximately five instances since christmas in which the stimulator appeared to turn off unexpectedly, as evidenced by a significant return of tremor. The agent asked if the patient had those days/instances documented and they had not documented those. Possible causes for therapy turning off were reviewed, including depletion of a rechargeable implanted neurostimulator battery to zero which would require both charging and manual reactivation of therapy. During the call, the rep located a recharge record indicating the ins had depleted to 0% on may 12. The rep also reported the patient had relatively high stimulation settings and that stimulation had been increased in the recent past. The recharge interval calculator was reviewed and the caller determined the expected interval of 5.2 days from full charge to depletion based on current settings. Pss advice the rep to have the patient to maintain charging within that interval and to document any future occurrences including date, time, and battery level.